Event description:
It was reported that a double beep with cassette was experienced during testing. No patient injury.

Manufacturer narrative:
H10: product is beyond fifteen years from manufacture date of 2007-01 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found fluid ingression on the downstream sensor. Functional testing found the customer problem was not duplicated "double beep with cassette" issue during the investigation. Found fluid ingression on the downstream sensor cause double beep - cassette attached and high pressure messages in the event history log. Recommended downstream sensor to be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Model number: 6400.